Event description:
User received a small burn. The product was returned for investigation. The product was approx. 6 years and 7 months old when the incident occurred. An investigation was done to look into the customers complaint. It appears as though the tabs within the switch had broken, causing the switch casing to crack. The customer continued using the product after it had broken by taping the switch casing back together. This probably caused the switch to overheat and produce a burn mark on the switch casing. The IFU states, "carefully examine inner cover before each use. Discard the pad if inner covering shows any sign of deterioration." The pad also shows other signs of misuse. The investigator determined that the customer was lying on the pad during use. IFU states "do not sit on, lie on, or crush pad."